Event description:
Customer reported that the touchscreen of the pump became unresponsive, preventing interaction with the device. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions for a pump reset, which the customer followed, resulting in a successful resolution of the touchscreen issue.